Event description:
It was reported that a malfunction code, malf 9, appeared on the customer's device. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to reset the pump, which resolved the issue, and was advised to contact support if the error recurs.